Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that while using an e2515h rocker switch pencil during a breast segmentectomy procedure, a flame occurred at the tip of the megadyne electrode. The flame went out once the pencil's activation button was released. The patient had been prepped with betadine. No patient injury was reported. The incident pencil is not being returned to covidien for evaluation.